Event description:
A medtronic representative reported that while testing a navigation system, the mouse and touch screen became unresponsive. A re-boot of the system returned the system normal function. The mouse and touch screen functioned properly, however, the software became unresponsive when loading a 3d model. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement computer shipped to site (B)(4) 2013. A medtronic representative, following-up at the site, re-installed synergy cranial and query/retrieve software. Replacing the computer resolved the issue. A medtronic representative performed a navigation system check-out, all areas passed.

Manufacturer narrative:
Suspect computer returned for evaluation: initial boot of computer was successful. Launching and running navigation software applications was successful. All applications run properly while loading patient data and building 3d model tasks, using multiple usb ports. Unable to replicate reported issue. Computer lost network connectivity during reimaging. Suspect mother board fault. Computer was scrapped after testing.